Event description:
Info rec'd indicates the right head siderail is not latching due to a broken weld on the latch.

Manufacturer narrative:
The technician replaced the right head siderail to repair the bed.